Manufacturer narrative:
(B)(4). Concomitant medical products: biolox delta lnr 36mm 54-56mm, catalog# 650-0795, lot# 2084697; delta ceramic fem hd 36/-3mm, catalog# 650-0660, lot# 1708280; exceed abt 3hl shell 44/54mm, catalog# 124454, lot# 1576413. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient expired due to unknown reasons four years post implantation. No additional information is available.